Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not loading into application. A field service engineer reseated the hard drive cable, tried new serial advanced technology attachment cable, replaced hard drive, re imaged, replaced the comm sled and ran the test in application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not communicating and required maintenance. There was no delay. There were no adverse events or injuries reported based on this event.